Manufacturer narrative:
A returned product analysis indicated that the ipg passed all visual, photographic, electrical, and mechanical tests. The complaint was not confirmed as the device exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an ipg revision due to charging difficulties. The physician replaced the ipg and the patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient underwent an ipg revision due to charging difficulties. The physician replaced the ipg and the patient was reportedly doing fine after the revision procedure.